Event description:
Upon review of the peritoneal dialysis (pd) patient's medical records received, it was discovered the patient was previously hospitalized on (B)(6) 2012 for peritonitis. Documented signs and symptoms included abdominal pain and cloudy effluent. Medical records pertaining to the hospitalization event were requested.

Manufacturer narrative:
Based on the information provided, it is unknown how the device may have caused or contributed to the event. The post market surveillance department has requested medical records and investigations are pending. A supplemental medwatch report will be submitted when medical records are received. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.